Event description:
It was reported that prior to a procedure, when the box was open, there was a hole in the tyvek.

Manufacturer narrative:
Date sent: 12/01/2008. Information anticipated, but unavailable at this time.